Manufacturer narrative:
A follow up MDR will be submitted following device evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse (pdrn) reported that the patient had a large drain. Treatment data reported from 04/19/2017 did reveal an episode of increased intraperitoneal volume (iipv), where the largest drain occurred during cycle 1, with 6,376ml drained. This drain volume reflects 236% over the patient¿s largest prescribed fill volume of 2,700ml. The reported large drain of 6,376ml was 236% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. Cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.